Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an a21 alarm and keypad issue. Customer's blood glucose was 122 mg/dl. Customer stated that the insulin pump got wet and was exposed to moisture troubleshooting on a21 alarm was not completed due to keypad issue advised to discontinue use of the pump and revert back to back-up plan per health care professional instruction advised pump will need to be replaced. Insulin pump will not be returned .